Manufacturer narrative:
Evaluation codes updated to include device and patient codes.

Event description:
This was a left-sided lead extraction procedure to remove three cardiac leads due to cied system/pocket infection. Each of the leads was prepped with an lld. The physician started with the rv ICD lead (mdt 6949) using a 14f glidelight and 33cm medium visisheath. Snowplowing was encountered, so the physician upsized to a 16f glidelight and 33cm large visisheath. Progression stalled, so the physician switched to the ra lead (mdt 5076). Making progress, he switched back and forth between the ra and rv leads. The ra lead was removed successfully. Switching back to the rv lead, the outer sheath was parked in the innominate region, never advancing beyond that point. The glidelight advanced past the proximal coil of the ICD lead when a drastic drop in the patient's blood pressure occurred. The cardiothoracic surgeon was already scrubbed in and immediately performed a sternotomy. A 4cm tear in the svc was discovered in the region of the coil. Significant scar tissue was also noted on the lv lead past the coronary sinus ostium. The coil of the lead appeared to be embedded into the svc wall, which contributed to the injury. Unfortunately, measures to save the patient were unsuccessful and she did not survive.